Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Correction information was provided in h.11. Correction: on initial MDR the product code of a0203 was an error. It should have been a040602 on the original MDR. The product was returned for analysis and damage to the lens was observed. Iol was returned outside of the device. The device was received loose in the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to the nozzle tip. The nozzle tip and plunger tip are damaged, this could be due to the device being returned loose in the carton. The lens was returned outside of the device adhered to a piece of foam. Solution is dried on the iol. One haptic is broken torn and returned, the other haptic is in a folded position on the optic. The optic has light scratches. The product investigation could not identify the root cause for the reported complaint as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Lens damage may occur due to the use of a non qualified viscoelastic. Lens delivery performance may be negatively affected when using other non qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and or damage. If the operating room temperature is too high (more than 23degreec or 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of the surgeon did not implant the lens as it was defective and appeared to be chipped. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).